Event description:
Allegedly, a tip of the drill was broken. The tip was left in the femur by a surgeon's judgement.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B) (6).